Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The physician planned no action at this time as sensing and capture are appropriate. The lead remains in use. No patient complications have been reported as a result of this event.